Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "strain and pain with movement" and "baker grade ii". Healthcare professional reported that the patient reported "rupture". This record is for the right side. Device remains implanted. Return status is unknown.